Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection was performed as part of the material analysis report (mar), the report found " indications of metal transfer and approximate direction of fracture are shown in figure 3 and 4. Based on macroscopic features, the fracture initiated at the interface between the trunnion and the ceramic head and propagated radially outward, likely while in use. The reconstruction showed a generally radially outward fracture pattern (figures 9 and 10)." And "the regions of fracture origin showed multiple fracture origin locations indicating that the trunnion was likely not seated proper within the ceramic head. Due to an intentional bias in the taper dimensions, the contact pattern characteristic of normal head/neck assembly is a continuous ring of metal transfer located near the proximal end (bottom) of the tapered surface (reference 1). This ring is typically seen as one narrow band at the proximal end of the female taper. The wide band observed on this part is not consistent with proper seating of the femoral head onto the stem trunnion." A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the fracture was determined from the mar to be as a result of the ceramic head not being properly seated on the trunnion of the stem. No manufacturing or material defects were identified during the material analysis.

Event description:
It was reported that patient came in for total hip post op visit. The surgeon noticed that on contralateral hip, x-ray looked odd. He ordered more x-rays, mars scan and scheduled surgery. Biolox head was fractured and was explanted. New l-fit head was implanted with new poly.

Event description:
It was reported that patient came in for total hip post op visit. The surgeon noticed that on contralateral hip, x-ray looked odd. He ordered more x-rays, mars scan and scheduled surgery. Biolox head was fractured and was explanted. New l-fit head was implanted with new poly.